Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was returned for analysis. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted. A further microscopic analysis confirmed a pinhole in the mid balloon body. 0.6cm of the proximal end of 1 blade had detached from the balloon. The pad was intact. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that a balloon ruptured occurred. A 6.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was selected to treat the brachial artery. During procedure, it was noted that the peripheral cutting balloon was ruptured. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that 0.6cm of the proximal end of 1 blade had detached from the balloon.